Manufacturer narrative:
Product product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited a sensing problem and that there were no am markers with available p-waves. The ipg was reprogrammed but there are still some p-waves without markers. The physician also commented that the were not happy about the new ipg system. The ipg remains in use. No patient complications have been reported as a result of this event.